Event description:
It was reported that the patient experienced an infection with date of onset of (B)(6) 2011. On the day scheduled for pump refill, the physician in charge stated that the patient had been admitted to the hospital after developing an infection and that the physician was going to perform a pump replacement operation. The patient had been transferred to the hospital and admitted after developing symptoms of infection in the lower-left abdomen following a re-implantation procedure the previous year. The physician commented that the wound at the previous implantation site had been closed cleanly. However, it may have been possible that the last disinfection was not complete or that the patient, although quadriplegic, may have moved a little and developed a pressure ulcer. The physician also commented that the patient was alive because of the therapy and therefore the pump should be re-implanted at a different site while continuing to treat the infection. The patient outcome was reported as not recovered. The device system delivered gabalon.

Manufacturer narrative:
Concomitant product: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).